Manufacturer narrative:
(B)(4).

Event description:
It was reported the dilator tip was damaged during insertion. The dilator tip "got deformed entering the skin, then was kinked when advanced through the guidewire, damaging the guidewire". It was reported this resulted in damage to the puncture site, but there was no patient injury. No medical intervention required. A new device was used.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the dilator tip was damaged during insertion. The dilator tip "got deformed entering the skin, then was kinked when advanced through the guidewire, damaging the guidewire". It was reported this resulted in damage to the puncture site, but there was no patient injury. No medical intervention required. A new device was used.